Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an aneurysm of aorta procedure, the clip did not hold the tissue properly. Another device was used to complete the case. There were no adverse consequences to the patient.